Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After insertion of the steerable guide catheter (sgc), a loss of fluid column occurred and air was observed in the anatomy. It was then observed the stop cock on the clip introducer (ci) was open. After closing the stopcock, aspiration was performed and the air was removed form the anatomy. The sgc was then able to hold column and the procedure was continued without replacing the scg. One clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak / splash (loss of fluid column during procedure) on the steerable guide catheter (sgc) was due to the stopcock on the clip introducer being left opened. The reported improper or incorrect procedure or method was associated with the user leaving the clip introducer stopcock opened during the procedure. It should be noted that the mitraclip instructions for use (IFU) states, ¿confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired¿. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 2017 - failure to follow steps / instructions.